Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced, it was only in the error log. It is likely the reported event occurred due to a defective generator board, relay board, and/or footswitch. As the error was temporary, possible causes include; interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault), the operator activates the footswitch during generator booting (temporary fault caused by user action), a defective footswitch due to short circuit in plug (temporary fault), a defective footswitch due to defective reed contact (temporary fault), a faulty cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent fault), and/or a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that an hf unit (generator) had an e433 error and deformed lower chassis. It is unknown, when the reported issue was reported. There was no patient injury or adverse event reported to olympus.